Event description:
It was reported that this deep brain stimulation (dbs) patient underwent an explant procedure after receiving an end of life (eol) message. The implantable pulse generator (ipg) was explanted, and electrocautery was used during the procedure. The patient was stable post operation. The facility discarded the device in accordance with its guidelines and will not be returned for analysis.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event block d2b: additional applicable product codes: nhl, pjs. The device was not returned to boston scientific for analysis. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. Labelling states: when the stimulator battery is fully depleted, the end of service (eos) indicator will be displayed on the remote control and clinician programmer. Stimulation will not be available. Surgery is required to replace the implanted non rechargeable stimulator to continue providing stimulation. A review of the reported information determined that the reported end of life message and subsequent explant procedure could not be definitively attributed to a device malfunction or confirmed end of service condition based on the available information and lack of returned product analysis. Therefore, in the absence of device return and analysis the likely root cause could not be established.